Event description:
A pt underwent a device revision procedure. The implantable neuro stimulator was implanted deeper. A power on reset condition occurred while the pt was in post-operation recovery. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).